Event description:
Caller reported an occlusion alarm, but technical support was unable to verify the alarm number in the pump history. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin. No additional assistance was deemed necessary, and technical support proceeded to close the case.